Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a lost sensor alert. Customer's blood glucose was 453 mg/dl. Customer stated that she has had issues with the tissue being hard. Customer mentioned that her blood glucose runs high in the summer because of dehydration. Customer stated that her blood glucose is higher at night time and in the morning. Customer declined troubleshooting for calibration error.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed continuity resistance test the sensor failed per specifications.